Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not recognize ECG cable. A known good ECG cable was used but the issue still exists. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Reporter institution information updated. Event description updated. Evaluation results, component and conclusion updated.

Event description:
It has been reported by philips that the ECG cable is not recognized by the device.